Event description:
Pyrexia [pyrexia]. Abdominal abscess (enterobacter aerogenes and enterococcus faecalis) [abdominal abscess]. Case description: literature-spontaneous report received on 07-nov-2008 from physician via a company representative regarding a (B) (6) male patient with a history of hematemesis and total gastrectomy, (B) (6), who experienced pyrexia and abscess after placement of seprafilm. This report was received from a literature search and the literature article was entitled "two cases of abscess formation right under the abdominal wall placed seprafilm after gastrointestinal resection". The patient was initially seen on an unspecified date for a main complaint of hematemesis. He was diagnosed with cancer of the upper stomach and a total gastrectomy was performed on an unspecified date. One seprafilm sheet was placed at the time of surgery. On post-operative day 3, the patient developed pyrexia up to 40 degrees celsius with elevated inflammatory reaction of an unspecified blood test. Fluid drained from the winslow foramen and under the left diaphragm (date unspecified) was described as normal. The cause of pyrexia was not identified by chest-abdominal CT scan, post-operative fluoroscopy or various cultures (unspecified). A 38 degrees celsius fever continued. On post-operative day 11, an abdominal CT scan revealed fluid retention with air right under the abdominal wall. A large amount of yellow pus was excreted by puncture drainage. The reporter stated that after the drainage, the fever "gradually calmed down with inflammatory reaction improving". The culture of the drainage revealed enterobacter aerogenes and enterococcus faecalis. The physician reported that the events were treated with medication. He described the patient outcome as "alleviated". He assessed the events as unrelated to seprafilm and the severity and seriousness as unknown. He stated that "seprafilm can be expected the effect to lessen adhesion after laparotomy and to prevent adhesive ileus, therefore, we have more chances to use it abdominal surgeries." No further information was available on the time of this report.

Manufacturer narrative:
Report source literature description. Journal: journal of japan society for surgical infection 2008;5(5):577-577. Author: nanami, t et al. Title: two cases of abscess formation right under the abdominal wall placed seprafilm after gastrointestinal resection.